Event description:
Information was received indicating that a smiths medical pump presented with a "cassette not attached" alarm. There was no patient present. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be confirmed. The cause of the reported issue was not confirmed since device met with specifications., corrected data: section e corrected.